Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks due to an atrial or sinus driven rhythm. Therapy did not convert the rhythm. This ICD remains in service. No adverse patient effects were reported.